Event description:
Info rec'd indicates the head end caster is not braking.

Manufacturer narrative:
The tech found the right head caster is not holding when in brake. He adjusted the caster to repair the bed.